Event description:
It was reported that the patient underwent lead revision surgery due to a lack of symptom improvement with their fecal incontinence despite multiple reprogramming attempts. The patient was advised to turn off the implant to conserve battery life. No lead-related issues were identified by the site other than the continued lack of effectiveness. The patient has a medical history of renal failure/insufficiency, which may also be contributing to the absence of symptom improvement. Due to continued dissatisfaction with therapy, a lead revision was completed. The revision took place on 06jan2026, which involved the replacement and repositioning of the lead only. No patient complications were reported.

Manufacturer narrative:
Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The risk review was not performed as this complaint was not any of the following: a reportable event in the emea-eea, or germany, or new/unanticipated failure type (as reported device code: no code available) or a new patient harm (as reported patient code: no code available). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent lead revision surgery due to a lack of symptom improvement despite multiple reprogramming attempts. The patient was advised to turn off the implant to conserve battery life. No lead-related issues were identified by the site other than the continued lack of effectiveness. The patient has a medical history of renal failure/insufficiency, which may also be contributing to the absence of symptom improvement. Due to continued dissatisfaction with therapy, a lead revision was completed. The revision took place on (B)(6) 2026, which involved the replacement and repositioning of the lead only. No patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.